Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform displacement test due to critical pump error alarm. Pump received with cracked battery tube thread and cracked case battery tube noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was damaged. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.